Event description:
The initial report received on (B)(6) 2012 did not directly implicate a spnc device in the adverse event. Additional information obtained on (B)(6) 2012 did state that the tricuspid valve was damaged during the lead extraction. This was a lead extraction case performed in the cath lab for the removal of four leads (sjm 7121, sjm 1882tc, and sjm 1156t) due to infection. Fluoroscopy and invasive pressure monitoring were utilized throughout the case and tee was available. All four leads (2 rv, 1 ra, and 1 lv) were prepped with lld-ez, and removed using a 12fr visisheath (small, long). The patient was stable and moved to the floor for recovery. The following day, hospital staff reported that there was a rupture of the tricuspid valve's papillar tissue. It is presumed that this may have occurred during the extraction of the 10 year old, passive fixation lead. Thirteen days later, the patient underwent valve replacement surgery. The patient lost a lot of blood during the surgery. The patient was transferred to the intensive care unit. Six days after the valve replacement surgery, the patient died of heart failure. No device was returned for engineering inspection. There were no issues or nonconformances noted during an internal lhr review.